Manufacturer narrative:
The philips field service engineer went to the customer site and replaced the power cable. The system was placed back into service after the repair. The part affected is being returned to the factory for eval. A follow up report will be submitted once new info becomes available. No injury has been reported.

Event description:
It was reported that when a philips sonos7500 ultrasound system power cable was inserted in the electric socket, it ignited from the electrical socket portion. The flame was visible but only at the outlet part and went out when unplugging the power cable. There was no use of extinguisher. The fire dept was not called. There was no report of injury or adverse event caused by the failure. The exam was continued using another system.